Manufacturer narrative:
According to the facility on 9/11, "we were making a port incision for a arthroscopic rotator cuff repair and the blade broke in half. The broken tip of the blade was in the shoulder. Dr (B)(6) retrieved the broken off blade tip using the camera and another port site. There was no serious injury and no impact to the patient or the procedure. The procedure was completed". A sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
According to the facility on 9/11, "we were making a port incision for a arthroscopic rotator cuff repair and the blade broke in half."